Event description:
The surgeon was tunneling to place the extension from the head to the chest. The plastic extension passer broke into two pieces while passing through the chest. The passer fractured at a point approx 10 cm from the distal end. The surgeon had to make an add'l dissection to retrieve the device fragment, prolonging the surgery. The retrieved piece and remainder were compared to a new passer to verify all the pieces had been removed from the pt. Reference MFR report # 2182207-2008-07728.